Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 4 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised. During surgery, osteolysis was seen on most proximal stem, distal stem was solidly fixed. The cup was in good position and was well fixed. Mild metallosis was noted around the capsule.